Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the trial phase implant, the pt experienced a shocking sensation. She also felt rectal and vaginal pain. The pt started using the right lead yesterday and could not feel the stimulation event at 10 volts. When the pt turned the stimulation down to 0 volts, then slowly increased it to between 1 and 2 volts, at which point, she felt the shocking describe as "shocking over the wire". It was unk if the neurostimulator was helping with the symptoms as she suffered from dementia. Additional information was requested.